Event description:
It was reported that the ventilator's turbine did not turn around. It is unknown if the ventilator alarmed or if it was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na